Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on right ventricular lead. The rv lead was explanted and replaced. The patient was asymptomatic and was in stable condition post procedure.

Manufacturer narrative:
Analysis of the lead found external insulation abrasion at 20.0 cm - 20.9 cm from the distal tip breaching the outer insulation at the middle region, consistent with lead friction to another device or feature of the patient anatomy. This caused the observation from the field of noise.